Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta assay on a cobas e 411 analyzer (disk system). The sample initially resulted in an hcg + beta value of 3.0 uiu/ml, which was reported outside of the laboratory and questioned. A new sample from the same patient resulted in an hcg + beta value of 2500 uiu/ml and was deemed correct. The initial patient sample was repeated, resulting in a value of 2600 uiu/ml. The hcg + beta reagent lot number and expiration dates were not provided.